Event description:
It was reported that the device over and under infused during testing. There was no report of harm or patient involvement.

Manufacturer narrative:
The customer¿s report of underinfusing and overinfusing during testing was neither confirmed nor replicated. Functional testing performed found the pump module to be delivering fluid within specification. Analysis of the pump module event log shows the last infusions programmed on pump module s/n (B)(4) were between 11:06 am and 12:43 pm on (B)(6) 2019 at rates of 999ml/hr, 200ml/hr and 300ml/hr. The root cause was not identified.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device over and under infused during testing. There was no report of harm or patient involvement.